Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the skin graft mesher ratchet unable to work properly. Skin graft carrier will move backward instead of forward. Event did not occur during surgery, no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation; product review of the zsgm serial number (B)(6) by zimmer-taiwan on 8 may 2020 revealed that the ratchet gear pack needed to be replaced. Product repair: repair of the device was performed by zimmer-taiwan on 8 may 2020 which included replacement of the following: ratchet gear. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.